Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-06331. It was reported that during the procedure for lead fracture (reference MFR. Report# 1627487-2018-06321; 1627487-2018-06322), the physician was supposed to replace the right lead but as the physician was tunneling the left s1 lead was pulled out. As such, the left s1 lead was replaced. Reportedly, effective therapy was restored post-procedure.